Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (distal portion) was returned in one piece. Visual inspection of the lead found two external insulation abrasions due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 36.0cm to 36.2cm and 36.6cm to 36.9cm from the distal tip. Procedural damage to outer insulation was noted in both locations. The cause of the reported event was isolated to the external insulation abrasions breaching the outer insulation and exposing the outer coil.

Event description:
It was reported, that the patient presented with an atrial and right ventricular (rv) lead. That were exhibiting noise. The leads were explanted and replaced. The patient was in stable condition.